Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) and sensor glucose (sg) values, and a diagnostic upload was requested with the case escalated for further review. Evaluation of the sensor data did not identify any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment. After the sensor re-link was successfully completed, continued monitoring confirmed that bg values entered after the re-link aligned well with sg trends, and the user reported improvement in system performance. The user was advised to continue using the system and to calibrate as instructed. Per review of the data management system (dms), the user is currently using the system, receiving up-to-date glucose readings, and is in the once-weekly calibration phase. B4. Date of this report: 17 jan 2026. D4. Additional device information updated. G3. Date received by the manufacturer? 17 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.